Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had lost stimulation in the leg area. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.